Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro. After opening package and before case started, they noticed that part of silicone was missing from the the lower jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for investigation. Signs of clinical use was observed. There were no evidence of blood detected. The silicone coating on the cold jaw was observed to be peeled and detached from the tip to the center of the inner jaw, exposing the metal foundation. The detached silicone insulation was not returned for evaluation. The silicone insulation on the hot jaw was observed to be intact with no defects. The heater wire was observed to be slightly flexed at the center, though remained attached at the tip and base of the hot jaw. There were no further visual defects detected. Based on the returned condition of the device, the reported failure "peeled jaw" is confirmed, and the analyzed failure "material twisted/bent; wire" is also confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro. After opening package and before case started, they noticed that part of silicone was missing from the lower jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.